Manufacturer narrative:
.

Event description:
It was reported that via remote transmission, post-sensed t wave oversensing was observed. No egms were available for review. Patient will closely monitored with routine follow-ups.